Event description:
It was reported that this pacemaker experienced a reset and went into safety mode. After the device entered safety mode, pacing inhibition occurred, and the patient's heart rate was 28 beats per minute (bpm). It was noted that the patient was admitted to the hospital. The patient had previously undergone cardiac MRI scans, however, the device was checked before and after each scan and no issues were noted. Subsequently, a revision procedure occurred. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case was slightly swollen over the region where the battery is located. The device was interrogated and was confirmed to be operating in safety mode. Review of device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting, in the swollen battery, and in the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker experienced a reset and went into safety mode. After the device entered safety mode, pacing inhibition occurred, and the patient's heart rate was 28 beats per minute (bpm). It was noted that the patient was admitted to the hospital. The patient had previously undergone cardiac MRI scans, however, the device was checked before and after each scan and no issues were noted. Subsequently, a revision procedure occurred. The device was explanted and replaced. No additional adverse patient effects were reported.